Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switch was adjusted, and the foreign material was removed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-6-19 (B)(4) (hcp rep for): medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar. It was reported that during the operation the site brought the system in to do a confirmation spin on screw setting. The cover cloth was caught while closing the gantry door. The x-ray tube was rotated without noticing the involved cover cloth. After that, both rotation and door-open became impossible. The door was manually opened, but the x-ray tube was not at the door-open position and the door-open indication did not disappear. The representative visited the site and confirmed the situation that the door open switch could not be pressed normally, the door open did not disappear and the x-ray tube rotation remained being shown. Position adjustment of the door-open switch and foreign matter was removed. The repair was completed by confirming normal operation test.